Manufacturer narrative:
H.6. Investigation summary no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. H3 other text : see section h.10.

Event description:
It was reported that bd venflon¿ pro safety shielded IV catheter leaked during use. The following information was provided by the initial reporter: patient comes on an IV from the infirmary. Infusion has been checked by radiology by manually injecting 10cc nacl> no problem. During test injection, nacl and contrast ran through the green valve outside the patient. Defective infusion removed, re-inserted and restarted scan. This time no pink, but green venflon with problems. Additional information received from the customer: - did the defect lead to serious injury? No. - did the treatment plan have to be adjusted as a result of this incident? No. - was there any medical intervention as a result of this incident? Inserting a new drip. - was there any other action to be taken in connection with the defect? Make an extra scan. - was anyone exposed to the fluid that leaked? If so, was there any contact with mucous membranes (such as eyes, mouth or wounds)? Patient, contrast and water on the pillow, no contact with mucous membranes. - can you confirm where the leak occurred? Was it through a injection port? Leakage through injection port (green cap).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd venflon¿ pro safety shielded IV catheter leaked during use. The following information was provided by the initial reporter: patient comes on an IV from the infirmary. Infusion has been checked by radiology by manually injecting 10cc nacl> no problem. During test injection, nacl and contrast ran through the green valve outside the patient. Defective infusion removed, re-inserted and restarted scan. This time no pink, but green venflon with problems. Additional information received from the customer: did the defect lead to serious injury? No. Did the treatment plan have to be adjusted as a result of this incident? No. Was there any medical intervention as a result of this incident? Inserting a new drip. Was there any other action to be taken in connection with the defect? Make an extra scan. Was anyone exposed to the fluid that leaked? If so, was there any contact with mucous membranes (such as eyes, mouth or wounds)? Patient, contrast and water on the pillow, no contact with mucous membranes. Can you confirm where the leak occurred? Was it through a injection port? Leakage through injection port (green cap).